Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30629. It was reported the patient was experiencing ineffective stimulation due to lead migration. X-rays were taken and confirmed the right lead had migrated south about 2 vertebral levels and the left lead had migrated lateral slightly. Reprogramming was performed; however, it was unable to provide effective therapy. In turn, surgical intervention was undertaken wherein the right lead was explanted and a new lead was implanted. The left lead was repositioned during the same procedure on (B)(6) 2020. This addressed the issue. It is unknown which lead was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.